Manufacturer narrative:
Additional information was received that the stimulation was causing the patient's leg weakness and that it was also a pre-existing condition. The physician confirmed that it was not device nor procedure related. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing weakness in the legs. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing weakness in the legs. The patient will undergo an explant procedure.